Event description:
Information received by medtronic indicated that the customer was alleging an insulin pump for possible pump under delivery. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. The minimed 670g/770g/780g system with the auto mode/smartguard feature was active at the time of the high bg event troubleshooting was performed. The customer will discontinue using the product. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for alleged possible under delivery anomaly, high blood glucose, and cosmetic damage found on (B)(6) 2022. Device alarmed a device error 37 intermittently during testing. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The device passed the displacement accuracy test at 0.0878 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thus software and generated carelink reports. In the device history files did not find no delivery alarms on the event date. The daily total of bolus insulin delivery is 64.4 u on the event date of october 02, 2022 at 00:00:00.000. Device alarmed a device error 37 on the event date of october 02, 2022 at 03:47:30.000 or 3:47 am. Device was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection and scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube unable to verify customer's complaint for high blood glucoses. Unable to verify customer's complaint for possible under delivery anomaly due to device error 37. Cosmetic damage was confirmed. Moisture damage was confirmed found in the battery tube and the motor home switch. Device error 37 was confirmed during testing due to moisture damage on the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.